Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee via (B)(4) that an abs-10060 angel centrifuge powered down during processing. Upon restarting it will not allow you to "end case". No additional information was provided, and additional information has been asked. Additional information was provided on 08/07/2024 where they stated this event occurred during a cardiothoracic sternal closure on (B)(6) 2024. A different angel centrifuge was used to complete the case.

Manufacturer narrative:
The complaint allegation was confirmed. (1) unpackaged abs-10060 batch/serial: (B)(6) was received for evaluation. The returned device was visually inspected, and normal signs of wear and tear were noted. The returned device was connected to power, turned on, and tested under normal usage conditions to reproduce the reported issues. All touchscreen functions worked except for the "end case" button. Although the machine emitted an audible noise as if the button was pressed, the "end case" button did not respond until the "stop" button was pressed, which then prompted it to empty the set. Additionally, it was observed that the touchscreen sometimes requires pressing slightly below the displayed button for the input to register. A cause of the reported failure can be attributed to wear and tear from extended usage in the field since the device was manufactured in 2019.